Event description:
During a balloon angiogram procedure, the nanocross angioplasty balloon ruptured and approximately 1.5cm of the distal tip was retained. The retained portion was left in place. FDA safety report ID# (B)(4).